Event description:
It was reported that this right ventricular (rv) lead had a rising threshold and diminishing intrinsic amplitudes. This rv lead was successfully repositioned. No additional adverse patient effects were reported.